Event description:
The information provided to sjm indicated the patient had a 25mm trifecta valve implanted in 2010. The patient was admitted with chronic heart failure and echocardiography on (B)(6) 2014, revealed severe aortic regurgitation with severe left ventricular dysfunction and a mean gradient of 20mmhg. The patient underwent a re-do aortic valve replacement and the valve was replaced with a 27mm edwards magna valve. An intraoperative transesophageal echocardiogram revealed two torn cusps, and no evidence of infection, calcification, or paravalvular leak. The patient was stable with no complications following the procedure.